Event description:
It was reported the customer received a motor error. Customer's blood glucose was unknown at the time of incident. The customer could not recall any significant events leading to the alarm. It was also found the customer uses the sensor feature on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer declined to replace their insulin pump at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.